Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/22/2025, an arthrex subsidiary employee reported via (B)(4) that an ar-1223s 9mm cannulated coring reamer trephine lost its cutting ability and became stripped. It was necessary to open another trephine to complete the acl reconstruction. No patient was affected.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage, causing the device to become worn and eventually unable to cut.